Manufacturer narrative:
No product will be returned for evaluation. The biomed performed troubleshooting at the facility. The customer later reported that the occlusion problems were the result of "operator error", and were not a problem with the legacy system.

Event description:
The customer complained about occlusion problems with their system. There was no patient injury. One case was cancelled. The customer later reported that the problem turned out to be "operator error" and there was not a problem with the legacy system.